Event description:
During hernia repair, bovie pencil was sounding as though it had been activated, but no one was touching the pencil or the machine. The light was lit at the cutting portion of the machine indicating it was in fact activating without anyone touching the handpiece or the machine. The machine was immediately turned off and a new handpiece was connected and appeared to work without any problems throughout the remainder of the surgery. The pt rec'd two bovie pencil tip size burns on the lower abdomen (one on the left and one on the right). (This involved the use of the new "yellow" bovie pencils. The original packaging for the pencil was thrown away, and therefore we do not have a lot number. The pencils come in a sterile major basin pack supplied by cardinal health.